Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and the lead located at l1 had migrated. Surgery occurred to explant and replace the lead located at l1 and to implant an additional lead to address the issue.